Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical intervention due to low blood glucose levels. The blood glucose reading was in the 40 mg/dl range. The customer stated that he was treated at home and the issue was resolved. He reported that the perceived cause of low blood glucose levels was a combination of exercise and a miscalculation of carbohydrates. He stated that while he was sleeping when his girlfriend attempted to assist him and he was not cooperating, leading her to call emergency medical services for assistance. He reported that he was able to stabilize his blood glucose levels upon treatment. Nothing further reported.